Event description:
It was reported that the atrial leadless pacemaker (alp) dislodged during the implant procedure after a successful fixation and release. The alp was retrieved to resolve the event. The patient was in stable condition. The suspected cause was unsuitable anatomy from a previous cardiac surgery.